Event description:
Information received with return of the device does not address the patient's clinical status but notes that at implant the d evice exhibited a loss of atrial sensing with sensitivity set at 0.5mv.